Event description:
It was reported that this right ventricular lead was exhibiting out of range shock impedance measurements, measuring greater 125 ohms. Technical services was consulted and recommended programming options and continue to monitor the patient. It was noted that defibrillation threshold testing (dft) was not performed at the time of implant due to patient-specific conditions and associated risks. This product remains in service and no adverse patient effects were reported.